Event description:
It was reported that the lead was revised due to an unspecific anomaly. No patient symptoms or additional information were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.